Event description:
It was reported by the sales rep the device was used in an unk procedure. When the surgeon fired the device it did not cut or staple the anastomosis. Another device was used to complete the case. The pt developed a post operative infection.